Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer is unsure how it became damaged. The customer¿s blood glucose was 162 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.